Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of pain and had a removal of femoral head and liner.

Event description:
It was reported that the patient complained of pain and had a removal of femoral head and liner. Event update per sales rep's call: the patient was revised due to trunnionosis and metallosis but the accolade stem was left implanted.

Manufacturer narrative:
Additional info- executive summary, h3 device evaluated by mfg an event regarding corrosion involving a trident liner was reported. Conclusion: the reported device was returned and material analysis was performed indicating "burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid." The liner is a polyethylene based non metal product and does not contribute to corrosion. No other allegations were made against the liner. Based on the provided information, the product reported in this investigation did not contribute to the event. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.